Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-74 serial number: (B)(6) batch/lot number: 19675006 model/catalog description: avista MRI perc lead kit 74 cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-2408-74 serial number: (B)(6) batch/lot number: 20431483 model/catalog description: avista MRI perc lead kit 74 cm unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient underwent spinal cord stimulator (scs) explant procedure due to an unknown reason. The patient was doing well postoperatively, and all explanted devices were not returned as no bsn representative was present during the procedure.